Manufacturer narrative:
The biomedical engineer initially reported that the mouse on the central nurse's station (cns) was not working properly and the user was not able to select menu options. However, it was later discovered that even when using the touchscreen, the cns application was unresponsive or mildly responsive to user input when choosing different menu options. It is believed that this is not a mouse issue, but an overheating issue and the customer will try adjusting the computer housing accordingly to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information, all units being monitored were bedside monitors, model: bsm-6701a. Sns: not provided.

Event description:
The biomedical engineer initially reported that the mouse on the central nurse's station (cns) was not working properly and the user was not able to select menu options. However, it was later discovered that even when using the touchscreen, the cns application was unresponsive or mildly responsive to user input when choosing different menu options. It is believed that this is not a mouse issue, but an overheating issue and the customer will try adjusting the computer housing accordingly to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer initially reported that the mouse on the central nurse's station (cns) was not working properly and the user was not able to select menu options. However, it was later discovered that even when using the touchscreen, the cns application was unresponsive or mildly responsive to user input when choosing different menu options. It is believed that this is not a mouse issue, but an overheating issue and the customer will try adjusting the computer housing accordingly to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at olympic medical center reported the cns-6201a (pu-621ra sn: (B)(4) mouse was not selecting different menu options. The customer was not utilizing the cns touchscreen so the department uses mouse and keyboard, which are usb, not ps2 like suggested in the operator's manual. Service requested: troubleshooting/assistance. Service performed : customer was advised to uninstall and reinstall the usb mouse driver or try a different mouse. Customer decided to treat the case as an overheating issue and adjust the computer housing accordingly. Investigation result : the device warranty began (B)(6) 2012. Review of device c4c history found no previously reported issues relating to unresponsive mouse. Trending of "mouse" issues at olympic medical center found no additional tickets opened. Customer decided to treat the issue as an overheating issue. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. From the information available, the root cause could not be determined. Approximate age of the unit was 7 years. No adverse trend of this issue is found for the unit or facility. Investigation conclusion: customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. From the information available, the root cause could not be determined. Approximate age of the unit was 7 years. No adverse trend of this issue is found for the unit or facility. Additional information: date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? Additional information. Event problem and evaluation codes. Additional manufacturer narrative. Additional device information: concomitant medical device information. All units being monitored were bedside monitors. Model: bsm-6701a. Sns: not provided.